Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. This occurred with 11 cases and no patient impact was reported. The following information was provided by the initial reporter: customer reports contamination of #221788 lot number 3019808, total quantity of product showing defect: 11 case.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination occurred. This occurred with 11 cases and no patient impact was reported. The following information was provided by the initial reporter: customer reports contamination of #221788 lot number 3019808. Total quantity of product showing defect: 11 case.

Manufacturer narrative:
H.6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3019808 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint have been taken on this batch for contamination. Retention samples from batch 3019808 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. No signs of turbidity were observed in 10/10 retention tubes. For further investigation, two uninoculated tubes were incubated. One tube was incubated at 33-37- degree celsius and one tube was incubated in at 20-25-degree celsius. At the seventh day of incubation there were no signs of microbial growth or change in the media overall appearance in 2/2 incubated retention tubes. Twelve photos were received to assist with the investigation: four photos show three tubes from batch 3019808. The media in all three tubes appear hazy with particles. Two photos show the label of one partial carton from batch 3019808 (carton number 0389), also noted the carton is on top of another carton. Six photos show partial tubes from batch 3019808. The media is hazy with particles. No returns were received to assist with the investigation. This complaint can be confirmed based on the photos received. H3 other text : see h.10.